Event description:
It was reported to boston scientific that an ascerta stent was implanted two weeks prior to cystoscopy with stent removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed that the stent migrated in the ureter. The physician attempted to removed the stent but it migrated up in the kidney. The patient was brought to the main hospital and was scheduled for a percutaneous access procedure. The stent was successfully removed on (B)(6) 2013 with a rigid grasping forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an ascerta stent was used during a cystoscopy with stent removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed that the stent migrated in the ureter. The physician attempted to removed the stent but it migrated up in the kidney. The procedure was not completed due to this event. The patient was brought to the main hospital and is scheduled for another stent removal. There was no information on patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received on (B)(4) 2013 stating that the stent was implanted two weeks prior to the scheduled stent removal. The migrated stent was successfully removed on (B)(6) 2013 through a percutaneous access procedure. The device was removed with a use of a rigid grasping forceps. There were no patient complications as a result of this event. The patient condition was reported to be fine.

Event description:
It was reported to boston scientific that an ascerta stent was implanted two weeks prior to cystoscopy with stent removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed that the stent migrated in the ureter. The physician attempted to removed the stent but it migrated up in the kidney. The patient was brought to the main hospital and was scheduled for a percutaneous access procedure. The stent was successfully removed on (B)(6) 2013 with a rigid grasping forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific that an ascerta stent was implanted two weeks prior to cystoscopy with stent removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed that the stent migrated in the ureter. The physician attempted to removed the stent but it migrated up in the kidney. The patient was brought to the main hospital and was scheduled for a percutaneous access procedure. The stent was successfully removed on (B)(6) 2013 with a rigid grasping forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.